Manufacturer narrative:
Ess (endoscopy support specialist) conducted the training and showed/demonstrated the facility staff the proper care/handling of the scopes. Ess discussed the findings with the facility staff, provided the proper process for equipment transportation and storage, proper handling practices. The ess explained the importance of the information and the recommendation provided on the training and was acknowledged by the staff in attendance. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by staff in attendance. To date, no patient harm or infection reported and the scope did not return for evaluation. Follow up communication with ess stated that the reported event is for reprocessing training at the facility and scope will not be returned to olympus. Additional notes noted by the ess during site visit training were noted below: actions recommended : continue reprocessing in-servicing with the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a reprocessing training at the customer facility, the ess (endoscopy support specialist ) , during intubation the customer used excessive torque on the insertion tube causes sharp 90 degree angles in the scope. Ess then observed the customer did not transport the scope with a water resistant cap attached. Ess observed customer brushing the scope and did not have the appropriate brush for the suction channel (bw-411b or bw-15sh). The customer brushed the entire scope using the bw-400b for the channels and then used the single use channel opening cleaning brush (maj-1339). The customer then proceeded following the suctioning and flushing step s according to the olympus IFU (instruction for use). There was no patient harm, injury or infection reported due to the event. No user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-mar-2022. The legal manufacture completed their investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by insufficient training for staff at the facility on device handling and reprocessing. The instructions for use states that insufficient reprocessing enhance risk of infection: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.